Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed weak battery and failed battery test. Customer's blood glucose levels were not included in the report. Customer reported that the insulin pump experienced a blank display after the battery was changed. Customer also reported that the insulin pump experienced an unexpected restart alert. Customer states they did not receive a low battery alert prior to the off no power alert. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump powered up properly after battery installation and no blank display was noted. The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the alarm. The pump was received with normal operating currents and had no unexpected off no power, weak battery, bad battery, low battery, battery out limit, or failed battery test alarms. No unexpected restart alarms were noted. No unexpected pump restarts or reset time/date anomalies were noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.